Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Fdd (B)(4) apply to the desktop charger (37761) fdc applies to the desktop charger (37761) fdc applies to the ins (37714) fdr applies to the desktop charger (37761).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator for malignant pain. It was reported that the recharger (insr) would not charge up due to a broken connector pin on the desktop charger. The caller stated that since the patient had the insr replaced, they had noticed that the insr will not charge past 25% and the entire bottom of the screen blinks. The caller stated that when the insr was plugged into the wall, the entire bottom of the screen would blink. The caller stated that she attempted to connect to the implantable neurostimulator (ins) using her clinician programmer, and the battery was not responsive. The patient claimed that they had been charging prior to the appointment today. Tehcnical services checked the recharger statistics, which showed that the last recharge session was on (B)(6) 2017. A replacement desktop charger was sent to the patient. No symptoms or further complications were reported/anticipated. On (B)(6) 2017 the rep stated that the patient was instructed to call their hcp after receiving the replacement dtc but they have not yet called to schedule an appoint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (37761) found that it had a broken connector pin. If information is provided in the future, a supplemental report will be issued.